Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing morphine (unknown) for spine/back and malignant pain. It was reported that the patient (pt) stated that ever since they had the handset it worked great but started having issues and was "taking almost 10 minutes to deliver a bolus". Pt called in before and handset was replaced, it worked great "delivered almost instantly"; but probably 2 months after the handset was replaced they started experiencing connection lag issue again. Agent explained connection lag issue to pt. However, pt mentioned it's happening every single time. Pt added that the nurse in the clinic assisted them by clearing cache a thousand times and was advised to call the manufacturer for further assistance. Agent reviewed information and assisted pt with clearing data on the handset. Pt will monitor the issue.